Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While advancing the wds in the was the physician noted a slight resistance, but was still able to advance the wds completely. The closure device was deployed in the patient, released and successfully implanted in the laa. After the closure device was released, the physician noted a small pericardial effusion. The effusion and patient were monitored for 10 minutes with no change to the effusion. No treatment or intervention was performed for this event. The patient made a full recovery and was discharged from the hospital.